Event description:
Device was in place for two months. After medicine was administered by the regular visiting nurse, there was ballooning of the catheter just distal to the v joint of the three lumens. Catheter was replaced.

Manufacturer narrative:
Evaluation: the device was returned in a used condition with the tubing split in a "c" shape near the distal strain relief. This type of damage suggests the catheter lumen was occluded/obstructed and was overly pressured until rupture occurred. Prior testing has shown if the tubing becomes occluded or obstructed, ballooning will occur (prior to rupturing) if overly pressurized during injection. It should be noted that catheter maintenance instructions are provided in our instructions for use and if followed should prevent this type of incident from recurring. We will continue to monitor for similar situations.